Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of a backup battery fault alarm was confirmed with the data retrieved from the returned system controller (serial # (B)(6)). The log file captured a backup battery fault alarm event on (B)(6) at 8:19 am relating to a backup battery test circuit fault. The returned system controller and 11v backup battery were functionally tested using laboratory equipment. An unexpected backup battery fault alarm was unable to be reproduced. A root cause could not be determined during the analysis. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System controller (serial # (B)(6) was shipped to the customer on (B)(6)2016. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's device alarmed for controller faults and the controller was exchanged for the backup. The alarms resolved after the exchange. The log file contained an internal controller fault on (B)(6) 2021 at 08:19. This fault was associated with the backup battery test circuit. The log indicated the controller was exchanged at 08:24. The event may have been associated with a faulty backup battery.